Event description:
Had rk on left eye only. Immediate complications included farsightedness, halos when driving at night, problems seeing in low light. Problems 14 years after the procedure: can't see clearly near or far. Contacts and glasses don't correct my vision. Eye doctor says my cornea is very flat and irregular now. Just started on sclera lenses. Only thing that has helped at all. Still don't have perfect vision. If I had gotten both eyes done, I would not have been able to drive or work etc. I'm so glad I only had one done!